Manufacturer narrative:
Kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180. As reported in the literature article by kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180, an unknown palmaz stent was malpositioned. The malposition was attributed to unknown balloon rupture. The stent partially expanded and moved distally. It was implanted distal to the obstruction in the main pulmonary artery (pa). The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The very limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time. As reported in the literature article by kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180, an unknown palmaz stent was malpositioned. The malposition was attributed to unknown balloon rupture. The stent partially expanded and moved distally. It was implanted distal to the obstruction in the main pulmonary artery (pa). The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The very limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time. Literary publication attached

Event description:
As reported in the literature article by kreutzer, j., & rome, j. J. (2002). Open-cell design stents in congenital heart disease: a comparison of intrastent vs. Palmaz stents. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 56(3), 400¿409. Https://doi.org/10.1002/ccd.10180, an unknown palmaz stent was malpositioned. The malposition was attributed to unknown balloon rupture. The stent partially expanded and moved distally. It was implanted distal to the obstruction in the main pulmonary artery (pa). The device will not be returned.